Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "operator error". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: a labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient used silver catheters in a bardex foley tray size 16 code. The patient had noted through usage and experience that the catheters in the last 2 trays they had used have a difference of 4 mm in width and had caused them drainage problems. This patient had measured the catheters and collected the lot numbers. They did not provide the lot number for the catheter that was previously the correct width size 16. However, they had provided the lot number for the faulty batch, which was nghp2424.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient used silver catheters in a bardex foley tray size 16 code. The patient had noted through usage and experience that the catheters in the last 2 trays they had used have a difference of 4 mm in width and had caused them drainage problems. This patient had measured the catheters and collected the lot numbers. They did not provide the lot number for the catheter that was previously the correct width size 16. However, they had provided the lot number for the faulty batch, which was nghp2424.